Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the concerned device was explanted. Despite requested, no further information is available regarding this explanation at this point in time.

Manufacturer narrative:
Conclusion: based on the received information in the complaint, the concerned device was neither implanted nor explanted. The complaint was created erroneously. This is a final report.

Event description:
Information was received that the concerned device was explanted 2011, as indicated by the database. Further clarification from the field stated that the patient has only been implanted with vorp (B)(4) with no previous implantation/ explantation.